Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, but patient-initiated interrogation was unsuccessful. Another attempt was performed with a different cell adaptor, but no successful results were observed. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, this device remains in service and there were no adverse patient effects reported.

Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, but patient-initiated interrogation was unsuccessful. Another attempt was performed with a different cell adaptor, but no successful results were observed. The patient was referred to contact their clinic regarding the red call doctor icon. Furthermore, another attempt was performed, and the communicator was able to send the data and resolved. The red light indicator was for the device reaching to explant due to has being implanted for nine years, no evidence of a malfunction. At this time, this device remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
10/28/2022 - MDR = no. No evidence of malfunction. Red light for explant indicator. Device has been implanted for 9 years. Dz